Event description:
Subsequently, boston scientific received information that this spouse contacted boston scientific's patient services in (B)(6) 2013 to ask if the laboratory testing had been completed on the device. According to the spouse, the device was explanted due to extended charge times and that the family may seek legal consultation. The device was received at boston scientific's return product department.

Event description:
Subsequently, boston scientific received information that this patient was presented back to the electrophysiology (ep) laboratory and the device was explanted and replaced due to normal battery depletion.

Event description:
Boston scientific received information that this device reached elective replacement indicator (eri) due to an extended charge time that was outside of the extended charge time limit for this device. No adverse patient effects were reported.

Manufacturer narrative:
To date, the device has not been received at boston scientific's return product department. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided and/or the device is returned for laboratory testing.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a review of device memory revealed that the device declared elective replacement indicator (eri) after experiencing two consecutive charge times greater than the extended mid-life eri charge time limit. The observed rate of battery usage was compared to the expected rate of battery usage; the results indicated that the monitoring voltage was normal. Although the battery itself had not depleted prematurely, eri was triggered earlier than expected by extended charge times due to a higher-than-typical buildup of internal battery impedance.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.